Manufacturer narrative:
(B)(4). No product allegation was reported, however, the patient discarded supplies. The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2. The technical service representative (tsr) assisted the home patient (hp). The hp stated that the supply bag was not connected to the supply line. The tsr had the hp hp cycle power. The hp will end therapy and use manual supplies and call the nurse. Product surveillance contacted the hp on (B)(6) 2011. The hp stated they started with new supplies. The hp did not notify their nurse of this alarm the next day. The hp disconnected with product surveillance, therefore, no further information could be obtained. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. Labeling review finds the labeling adequate for the potential use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).